Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-2450-120, system 2450, 120v was being used on (B)(6) 2022 during a hardware removal from bilateral femurs procedure and ¿sent two 2450's for repair because they claim one might have caused a burn.¿. The patient received a burn on their thigh. It is unknown which 60-2450-120, was used at the time of the incident. After further assessment it was found "two esus were in the room being used at the same time." The 60-2450-120 serial number (B)(4) will be reported on. The other 60-2450-120 will be listed as a concomitant device. The mother of the patient "called pod#1 to report patient had what appears to be a burn on the left buttock. The patient had 2 ½ by 2 cm lesion over her buttock near the gluteal cleft. There was a small blister noted on pod#1. This burn was believed to be likely from the electrocautery arc during surgery.". The procedure was completed without a delay. The setting on both esus were: cut 35 and coag 35. The patient was laying supine on the megasoft electrode pad and the burn was on the buttocks. The ethicon electrode pad was placed on the thigh. The degree of burn was "unspecified". Chloroprep was used to prep the skin. Medical intervention was required to treat the burn. The patient is "recovering well". There was no extended hospitalization for the patient. This report is being raised on the basis of injury due to unknown degree of burn to patient.

Event description:
The sales representative reported on behalf of the customer that the device, 60-2450-120, system 2450, 120v was being used on 30sep22 during a hardware removal from bilateral femurs procedure and ¿sent two 2450's for repair because they claim one might have caused a burn.¿. The patient received a burn on their thigh. It is unknown which 60-2450-120, was used at the time of the incident. After further assessment it was found "two esus were in the room being used at the same time." The 60-2450-120 serial number (B)(6) will be reported on. The other 60-2450-120 will be listed as a concomitant device. The mother of the patient "called pod#1 to report patient had what appears to be a burn on the left buttock. The patient had 2 ½ by 2 cm lesion over her buttock near the gluteal cleft. There was a small blister noted on pod#1. This burn was believed to be likely from the electrocautery arc during surgery.". The procedure was completed without a delay. The setting on both esus were: cut 35 and coag 35. The patient was laying supine on the megasoft electrode pad and the burn was on the buttocks. The ethicon electrode pad was placed on the thigh. The degree of burn was "unspecified". Chloroprep was used to prep the skin. Medical intervention was required to treat the burn. The patient is "recovering well". There was no extended hospitalization for the patient. This report is being raised on the basis of injury due to unknown degree of burn to patient.

Manufacturer narrative:
The device was not overdue for a pm. The device was found to suffer with a slight calibration issue no other defects were noted; however, it cannot be determined whether or not the patient injury was caused by the out of spec coag input. The device was recalibrated, tested and met all specifications. The service history was reviewed and found the service request related to this complaint. A review of the device history record found no abnormalities that would contribute to the alleged failure. A two-year review of complaint history revealed there has been a total of 9 reports, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: dispersive electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery-powered, insulated or isolated at 50/60 hz. The risk of burns can be reduced but not eliminated by placing the probes as far away as possible from the electrosurgical site and the dispersive electrode. Protective impedances incorporated in the monitoring leads may further reduce the risk of these burns. Needles should not be used as monitoring electrodes during electrosurgical procedures. This issue will continue to be monitored through the complaint system to assure patient safety.